Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: promus element plus,mr,ous 3.00x32mm stent delivery system was returned for analysis. A visual examination of the stent found damage. Proximal stent struts were lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the proximal end of the left circumflex artery. A 3.00x32mm promus element plus drug-eluting stent was advanced for treatment; however, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the proximal end of the left circumflex artery. A 3.00x32mm promus element plus drug-eluting stent was advanced for treatment; however, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.